Event description:
Philips received a complaint by the customer on the v60 indicating that there was a loss of alternating current (ac) power due to damaged power cord. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a loss of ac power due to damaged power cord. The customer stated they attempted to use a different outlet, but the unit was not charging. The customer then used a known working power cord from another device and confirmed the unit was able to be charged. The customer then replaced the power management (pm) printed circuit board assembly (pcba) and power cord to resolve the reported issue. The customer replaced the pm pcba and power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.